Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00254.

Event description:
It was reported that approximately 10 years after being installed, two screws were found broken via x-ray. The patient has reported pain in the surgical area but no further information has been provided. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The screw was not returned for evaluation. Since the part and lot numbers are unknown, the DHR cannot be reviewed and the cause cannot be determined. A labeling review was conducted for the screw and sufficiently describes that the reported event is a known risk of the procedure.

Event description:
It was reported that approximately 10 years after being installed, two screws were found broken via x-ray. The patient has reported pain in the surgical area but no further information has been provided. This is report one of two for this event.